Event description:
It was reported that the patients ipg pocket site was infected and had a large open area. The patient had a scab over the ipg incision site which fell off and the patients ipg was visible. The physician believed that the patient was burnt at the incision site shortly after the implant while using a heating pad. The patient was placed on antibiotics multiple times. The physician also believed that the device did not cause the infection. The patient underwent an ipg explant procedure. The explanted ipg was retained in the facility and will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.